Manufacturer narrative:
This report is submitted on july 11, 2022.

Event description:
Per the clinic, the patient experienced recurrent infections (situated behind the pinna on the skin which spread into the subcutaneous layers and reached the implant site) that were treated with IV and oral antibiotics. The device was explanted on (B)(6) 2022. The patient will be re-implanted when the infection heals.

Manufacturer narrative:
This report is submitted on july 11, 2022.